Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had no delivery alarms again on the insulin pump. Customer's blood glucose was 492 mg/dl at the time of the incident. Customer stated that she did not have a back-up plan. Troubleshooting was performed and the customer stated that the insulin exits the tubing. Customer reported that the pump alarmed during manual prime. Customer assembled a new infusion set and reservoir. Customer reported that the insulin exited with the manual prime. Customer was advised that the pump was working as designed. Customer was able to receive a bolus of 4.9 units. Customer will receive replacement sets and reservoirs.